Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a farawave nav catheter was selected for use. The catheter was flushed, merit rosen guidewire was inserted, and the catheter was exercised to flower and basket configurations. After the catheter was inserted into the sheath with aspiration and flush, the provider attempted to advance the guidewire and was unable to move the guidewire at all. The catheter was pulled back into the sheath and rotated but was still unable to advance the guidewire or pull back and the guidewire was completely stuck. The catheter was removed from sheath and tested outside the body where the guidewire remained stuck in the same position. No tissue was seen on the tip of the catheter nor guidewire and the guidewire could not be removed from the catheter. No other catheter malfunctions were identified. The catheter was then replaced and, the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.